Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00392. It was reported the ipg had moved close to the skin's surface. During explant, it was observed there was an infection at the ipg site which was spreading. In turn, the entire system was explanted.

Manufacturer narrative:
During explant, it was observed there was an infection at the ipg site which was spreading. As a result, the entire system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.